Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, there was debris inside the usb port. Customer¿s blood glucose level was 349 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.